Event description:
The customer reported that her blood glucose level reached 300 mg/dl and that when she removed the pod, she noticed that the cannula was bent. The customer does not remember the date that this occurred.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot qualification records were reviewed and the product lot met all acceptance criteria.